Event description:
Complainant reported that after treatment, the customer was retracting the 3.5f beta-rail catheter and it got stuck on the guidewire. The distal radiopaque tip on the catheter appeared to be damaged. The patient was successfully treated with no patient adverse event noted.